Event description:
Patient called back and repeated previously documented information. Patient mentioned the controller was not charging their implant. Patient mentioned they got a replacement cord and it was not doing anything. Patient mentioned they have not been able to charge their implant with the replacement recharger. Patient they were getting pain from 3 weeks ago. Patient unlocked the controller; controller showed no device found then implant went into passive recharge mode with numbers 100-100-100. Patient mentioned the middle number decreased to 30, patient repositioned the recharger and the middle number increased to 71/72. Controller showed poor recharge quality, patient repositioned the recharger and controller showed 90% implant red recharging with good quality. Patient mentioned charge quality fluctuates from good to excellent. Agent asked, patient mentioned not too long ago they fell and they fell twice on the other side. Patient mentioned they told their healthcare provider (hcp) it's hard for them to charge and mentioned they has pain on their hand. Patient mentioned it was hard to reach their implant and charge their implant. Patient mentioned the implant battery gets swollen and has an appointment with their hcp on feb 5th. Patient mentioned the implant might be put in deeper. Patient noted they noticed the implant battery swollen 5 months after getting the implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section b5, h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated they had told their hcp that they have been having difficulty charging the implant and they have to bend all the way back and their hands get numb. Patient stated previous agent had reviewed with them there are ins devices that use a handset; agent reviewed information. Patient stated their hcp had ordered them a non rechargeable ipg, but their insurance company had denied it. Patient also mentioned something about them moving the implant up. Agent documented information given and redirected to hcp to further address.

Manufacturer narrative:
B5 and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and repeated previously documented information. They reported having difficulty charging their implantable neurostimulator (ins) and noted that their neurostimulator has been turned off for a month. Pt mentioned that they also have an ins for their bladder, which was easy to use unlike their current scs device, which is located in their back that requires them to put their hand all the way up to find the device and sometimes it was hard to find the right spot. They added that they have already tried everything to resolve the charging issue, but they already feel exhausted and just wanted to have a simpler option. Agent instructed pt to continue to work with their healthcare provider (hcp) to further address the issue. Agent attempted to troubleshoot the device, but the patient stated that they would charge the controller first and call back later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they had been having problems with charging the implantable neurostimulator (ins). Patient (pt) said that the last time they charged the ins it took 4 hours. Pt said that the ins only went up to 30% and wouldn't go up any further. Pt said that they went to have a MRI and it took an hour to turn the device off/place device in MRI mode since the equipment wasn't getting the signal from the ins. Pt said that they had been trying for 3 days now to charge the ins, but the equipment just kept saying to try again. Agent reviewed. Agent was beginning to troubleshoot the issue, however pt said that they already reset the controller and cleaned everything. Pt was refusing to troubleshoot. Pt said that they would not do what agent was asking. Agent reviewed that troubleshooting was required in order to try to determine the root cause of the issue. Pt eventually agreed to troubleshoot and provide equipment serial numbers. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt conf irmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw battery low recharge the implanted device soon. The controller was at 70% and the ins was low. Pt saw no apparent damage to the equipment. Agent had the pt initiate an ins recharging session. Pt saw checking the recharger, looking for device, checking recharge quality, battery low recharge the implanted device soon, poor recharge quality, etc. Pt said that they would not sit on the phone for an hour waiting for the equipment to connect. Agent advised the pt that agent was not expecting that from them. The issue was not resolved. Agent sent a request to repair to replace the recharger. Pt said that the issues with recharging the ins had been since day one of having the device implanted. Pt provided an updated address during the call, so agent sent an e-mail to prs for update. During the call, pt mentioned that the ins location bothered them a lot especially when putting pants on. Pt noted that on february 5th, hcp will be changing out the ins.